Event description:
It was reported that the unspecified tracheostomy tube was placed in the patient in 2009 and it was noticed in the next day that the cuff would not hold air. The tube was replaced.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.